Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying the battery icon as well as an incomprehensible indicator on the display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the meter issues began on either (B)(6), 2011. In addition to oral medication (glucophage, 4 pills a day), the patient stated he also manages his diabetes with diet and/or exercise. The patient denied making any changes to his diabetes management after the reported meter issues began. A week after the reported meter issues occurred, the patient claimed he developed symptoms of lightheadedness and sweating. The patient, however, denied receiving any form of medical intervention after the alleged issue began. At the time of troubleshooting, the csr noted that the subject meter's battery was not replaced per owner¿s booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).